Event description:
In 2006 a gore tag thoracic endoprosthesis was used to treat a thoracic dissection. Case planning indicated an intentional covering of the left subclavian artery. Following successful deployment of the gore tag thoracic endoprosthesis the wire was forwarded around the arch and pushed the device forward. The unplanned movement of the device occluded the left common carotid and partially covered the brachiocephalic trunk. Immediately the physician performed a hybrid operation which involved a bypass of the barchiocephalic trunk and the left common carotid artery. The bypass was successful and the patient is reported to be doing well at this time with no sequela.